Manufacturer narrative:
Evaluation summary: as returned, the impaction knob on the handle has fractured. The returned device as a potential field age of approximately 5 years. The device exhibits general signs of wear/use. Some signs of mild damage could also be noted on the threads. The threaded driver must be tightly screwed onto the threaded end of the guide; otherwise, this portion may be subjected to eccentric bending moment loads. Causing fracture. It is also possible that an attachment threaded to the knob was impacted off-axis, thus causing the fracture. Without further information, a definitive cause of failure cannot be ascertained. Evaluation: dimensions are within specification where measured. In addition to the threads broken off, there are several ding marks on the returned standard barrel. Device history records were previously reviewed, indicating all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the surgeon was using the impactor on the threaded knob of the guide to insert the nail and the threaded knob broke off inside the impactor.